Event description:
It was reported that customer experienced shattered pump screen and requested replacement pump. There was no reported impact to the customer¿s blood glucose level. Technical support attempted multiple follow-up phone calls but could not reach customer due to disconnected or unavailable numbers, then performed final follow-up attempt by email and closed case, and no additional information was received regarding the outcome of the event.